Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The root cause of the reported phenomena could not be identified. [Consideration] olympus medical systems corp. (Omsc) confirmed the followings; -it was confirmed the report that the image had not been displayed on the monitor at the user facility. -it was confirmed the report that the front panel of the subject device had not lit up at the user facility. -at the user facility, it had been confirmed that the display of the panel of the subject device did not work and the color bar appeared when the camera head, ch-s200-xz-ea was attached to the subject device. -when olympus singapore further inspected the subject device using ch-s200-xz-ea, it could not duplicate the reported phenomena and there was no abnormality. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. From the above, the subject device has no abnormality, and the cause of the reported phenomena could not be determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). The subject device tested with the camera head (ch-s200-xz-ea) as the user reported combination device model but could not duplicate the reported phenomenon. Also the subject device had been tested for 7days. However it was in good working condition and would be returned to distributor. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user via distributors of olympus that the image of the subject device was still displayed during the first unspecified procedure but was not displayed during the second unspecified procedure. The user also gave the detailed information via distributors of olympus as follows; -the front panel of the subject device was not lit up and the image of the subject device was not displayed on the monitor. -the display panel of the subject device was not functioning, and the color bar appeared on the image when the camera head (ch-s200-xz-ea) was attached to the subject device. There was no patient injury associated with this report.